Event description:
It was reported that a malfunction alarm with code malf 12 occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, but the malfunction persisted. As a result, technical support arranged to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. Additionally, instructions were provided for returning the malfunctioning pump, which the customer acknowledged.